Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jul/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify puncture opening on radius anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on posterior due to surgical damage like.

Event description:
Health professional reported a left side deflation. Device has been explanted.